Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was confirmed by x-ray and physician that the lead had dislodged. The ra lead was reprogrammed and revised. No patient complications have been reported as a result of this event.